Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty led unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that their video system center had an exhausted battery which needed replacement. Upon inspection and testing of the returned unit, it was discovered that the device exhibited an error e105 (failure of the leds light source unit). There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the device exhibited an error e105 (failure of the leds light source unit). The customer's originally reported issue of battery depletion was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.